Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12, which occurred multiple times despite no notable events prior to these malfunctions. Blood glucose level did not exceed 500 mg/dl, confirming no adverse impact to customer¿s blood glucose level. Customer had reset the error before contacting technical support, which decided to replace the pump, and since the pump was out of warranty, an out-of-warranty loaner pump was offered.